Manufacturer narrative:
Three opened trocar assemblies were received in a small parts tray with caps on for evaluation. The samples were visually inspected and were determined to be non-conforming with damaged tips and damaged cutting edges. A review of the related device history records for the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. The exact root cause could not be determined from the investigation performed. The damage to the returned samples is consistent with damage that can occur when the blade contacts a hard surface such as the protective cap, or improper handling, or contact with another instrument during surgery or set-up. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that the tip of the trocar blade was found to be bent and it was hard to prick in the eye. The product was replaced and the procedure was completed without harm to the patient. A product sample has been requested for evaluation.